Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the patient¿s continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler and the patient¿s serious adverse event(s) of chest pain, cardiac arrest and eventual death. The discharge summary stated the patient¿s cause of death was cardiac arrest. Although the definitive cause of the cardiac arrest is unknown, the peritoneal dialysis nurse (pdrn) stated it was unrelated to their ccpd therapy that evening. It is highly probable the patient¿s past medical history of cardiac disease and diabetic non-compliance were the driving factors. Cardiovascular morbidity and mortality are known to be significantly higher in end stage renal disease (esrd) patients, when compared to the general population. Based on the information available the liberty select cycler can be disassociated from the event(s), as there is no evidence or indication a fresenius product(s) or device(s) caused or contributed to a serious adverse event(s). Additionally, there is no allegation or evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis nurse (pdrn) called into technical support to report that a patient had passed away in (B)(6) while connected to the cycler and performing their peritoneal dialysis (pd) treatment. Upon follow up, it was confirmed that the patient¿s cause of death was "cardia" arrest. Per the pdrn, the patient died in the hospital and additionally stated that the patient had just returned home from the hospital following an unspecified amputation which was attributed to the patient¿s uncontrolled diabetes. The patient¿s end stage renal disease (esrd) death certificate was requested; however, was not made available. According to the pdrn, the patient¿s cardiac arrest was not related to their pd therapy. Medical records were received for the reported event. The patient experienced chest pain (severity not provided) during the last cycle (4) of their pd therapy on (B)(6) 2018 and collapsed shortly after (timeline not provided). The discharge summary states emergency medical services (ems) were contacted and arrived to find the patient pulseless and apneic. Cardiopulmonary resuscitative (CPR) measures were instituted in the field including intubation, intravenous (IV) lactated ringers, epinephrine, calcium carbonate and sodium bicarbonate. Upon arrival to the emergency room (ER) the patient was unresponsive, and pupils were fixed. The patient continued to receive an additional 35 minutes of CPR, 4 doses of epinephrine, 2 doses of calcium carbonate, and 1 dose of sodium bicarbonate which were unsuccessful in reviving the patient.